Event description:
It was reported that during a laparoscopic procedure, two devices misfired. The clips were not loading properly and then they "just fell out" of the device. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation for the second device. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned to the MFR in good visual condition. Upon eval, the device was cycled and fed and produced seven clips that were scissored. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted. As each device is test fired prior to release, no conclusion could be made as to what may have caused the reported event.